Event description:
The patient¿s spouse reported that the patient¿s heart went out of rhythm and the device did not deliver a shock. Follow up was conducted that indicated that the patient presented to the emergency room after an episode of syncope. It was noted that the device did deliver appropriate shock/therapy at the time of the patient¿s arrhythmia. It was further reported that the device did not initiate a remote transmission after the therapy was delivered due to the device not being turned to ¿on¿ status for alerts after implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076-45 implantable pacing lead (B)(6) 2009 4194-88 implantable pacing lead (B)(6) 2009 6747-65 implantable tachy lead (B)(6) 2009. (B)(4).